Manufacturer narrative:
The ge representative conducted an on site investigation. The uninterrupted power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a power down system and restart after 10 seconds error message. No pt injury was reported.